Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 16) occurred with multiple cartridges. Customer was unable to clear the alarms and reverted to manual injections for insulin therapy. Customer¿s blood glucose level was between 54-500 mg/dl.